Event description:
Reporter states the pt presented with an infected right femoral component. Femoral component was removed. Simplex wafer with antibiotics was placed in knee. New non-beaded femoral component was cemented in with new insert.